Event description:
During follow-up, dislodgement of the right ventricular (rv) lead into the right atrium was noted. The device delivered inappropriate high voltage therapy due to an episode of atrial fibrillation. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.